Manufacturer narrative:
(B) (4).

Event description:
The intrathecal catheter dislodged and was revised. Additional info has been requested. A follow-up report will be submitted if additional info becomes available.